Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring broke but did not fall in patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring broke but did not fall in patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The cannula device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection was conducted. Signs of blood were observed on the c-ring and cannula. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. The c-ring on the cannula was observed to have been cut in half longitudinally and melted between the flanking curved areas. No other failures were observed. Based on the returned condition of the device and the evaluation results, the reported failure mode "break; cannula; c-ring cut¿ was confirmed.